Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: nephrectomy. Detailed description of event: event 1 of 2: (B)(6) 2022. Event 2 of 2: (B)(6) 2022. When the doctor try to cut during the surgery, the scissors doesn´t cut properly. There was no changes in health resulting from the event. The doctor change the scissor for another one, and this other one also did not work properly. Additional information received by email from applied medical representative on 16feb22: the device did not work, it did not cut, they changed several scissors (the scissors doesn't cut from the start of the surgery). Very little time (the doctor try to cut two or three times and it doesn't cut properly, after this the doctor change the scissor for another one). Scissors were not used to cut staples, they were starting a surgery (nephrectomy), according to the doctor, they do not cut (the doctor try to cut normal tissue, not staples and lap band). Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: change of device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: nephrectomy. Detailed description of event: event 1 of 2: (B)(4) - MFR 2027111-2022-00453. Event 2 of 2: (B)(4) - MFR 2027111-2022-00454. When the doctor try to cut during the surgery, the scissors doesn´t cut properly. There was no changes in health resulting from the event. The doctor change the scissor for another one, and this other one also did not work properly. Additional information received by email from applied medical representative on 16feb22: the device did not work, it did not cut, they changed several scissors (the scissors doesn't cut from the start of the surgery). Very little time (the doctor try to cut two or three times and it doesn't cut properly, after this the doctor change the scissor for another one). Scissors were not used to cut staples, they were starting a surgery (nephrectomy), according to the doctor, they do not cut (the doctor try to cut normal tissue, not staples and lap band). Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: change of device.